Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate after delivering a bolus. Reportedly, the fill estimate remained static at 50 units. In addition, apidra insulin was being used in the cartridge. The customer's blood glucose level was 431 mg/dl.